Manufacturer narrative:
Concomitant medical product: 5076-45 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an echocardiogram revealed vegetation on the cardiac resynchronization therapy defibrillator (crt-d) system leads. It was also reported that the patient experienced recurrent bacteremia. The crt-d system was explanted and a temporary pacing lead was placed until a replacement system can be implanted. No further patient complications have been reported as a result of this event.